Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose (bg) ranged from 40-487 mg/dl. Customer did not consume enough food and customer's bg level dropped. Customer addressed bg level with food and juice. Reportedly, the pump supplies were changed to address the issue.